Event description:
Additional information was received that the event was resolved by reprogramming the device.

Event description:
During follow-up, post sensed t wave oversensing was observed. Abbott technical support was contacted and suggested reprogramming the device. No intervention has been performed at this time. The patient was in stable condition.